Event description:
During placement of the endo stitch device across the vaginal cuff, the needle broke while normal pressure was applied by the operating surgeon. One half of the needle was retrieved in the vagina and the other half became embedded in the soft tissue between the vagina and bladder. Intraoperative fluoroscopy assisted with retrieval of missing portion of the needle which added 3+ hours to the operating time.